Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to unspecified reason. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint via email was received. An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. Details regarding the customer's symptoms and any treatment received are unknown. There was no report of death or permanent impairment associated with this event.